Event description:
It was reported that the pt was implanted with a split electrode due to an ossified cochlear. Since the first fitting in (B) (6) 2007, the pt's hearing sensation has been poor. Testing was carried out on (B) (6), 2009, which showed 10 electrode channels with status "hi".

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.